Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted; therefore, not available for eval. The event investigation is currently underway.

Event description:
It was reported that a pta balloon, used to post dilate a biliary stent implanted in the innominate vein, became caught on the proximal struts of the stent. The physician continued to manipulate the pta balloon catheter to free it from the stent, however this proved unsuccessful. The physician then retracted the device from the treatment site, causing the stent to fold in on itself and to move from the intended implant site in the innominate vein to the cephalic vein. Once the stent was moved into the cephalic vein, the physician managed to free the pta balloon from the stent and remove it from the pt. A tracheobronchial stent graft was then advanced and successfully deployed, completely overlapping the previous implanted stent. The stent graft was successfully post dilated with an additional pta balloon dilatation catheter and imaging demonstrated suitable patency results of both the innominate vein and the misplaced stent. No pt injury.